Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep checked the system operation and was unable to reproduce the problem. The system was operational at this time.

Event description:
The customer reported that the system became sluggish and would not retrieve images. The system was rebooed and functioned normally.